Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unknown, accessory: model 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: unknown. (B)(4).

Event description:
An infection was reported. Following implant patient had missed his appointment for staple removal. He presented in the emergency room with fever. Per the healthcare provider (hcp) there was drainage/ incisional wound opening and redness at the pump pocket. Patient was started on antibiotics and was hospitalized. The pump was explanted; the catheter was explanted too, "capped/abandoned/partially removed". Patient sustained no injury. The device was indicated to be lost, not to be returned. The drug infused by the system was unknown.